Event description:
Patient underwent laparoscopic cholecystectomy on 09/14/1998; during surgery, one pl569t aesculap titanium ligating clip became dislodged from the cystic duct which then caused a bile leak. The surgeon inserted a staple drain to control the bile leak which prolonged surgery and anesthesia time. In addition, the patient was brought back to surgery later the same day (09/14/1998) due to abdominal bleeding. Exact cause for the abdominal bleeding is not known at this time. According to information received from the user facility and based on the manufacturer's device evaluation, this event appears to be a result of possible surgeon error. Please see section h10 for more information regarding the device evaluation results. This event type is occurring below the frequency and severity that are usual for this device.